Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced fluid outflow and pain at stoma area, diagnosed as a stoma site infection. Ceclor 500mg was recommended for 7 days, the patient was not hospitalized. The patient received antibiotics until (B)(6) 2020. On (B)(6) 2020, the stoma was hard on the upper side, which was an improvement, and it exuded pus at pressure. The gastroenterologist was informed and instructed the patient to continue the antibiotic for 1 week until (B)(6) 2020. The stoma area was treated with betadine solution every morning and evening.